Event description:
Information was received from an user facility (uf) via manufacturer representative regarding a product used for spinal therapy. It was reported that the arm moves faster even after it is tightened. The patient involvement in the event was unknown and no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported event occurred during prior to use, hence there is no patient involved in the event.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 9560524, lot# w04h3416r during the incoming inspection, it was observed that the handle screw's thread was deformed, the joint and cable were worn, the bearing was deteriorated, and the tube retractor was not fixed properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.